Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. (B)(4) blue towels were returned stacked together with a piece of paper, possibly from the band that wraps a stack of towels, taped to one of the blue towels by the customer. Some loose threads around the edges of the towels were also visible in the pictures taken by the lab. The most likely root cause of the loose threads and paper debris found on the blue towels is an error made during the supplier's manufacturing process. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that lint and or fiber coming from the towels had been noted "on the sink and in the field" during and unknown quantity of eye surgeries. It is unknown if any lint was retained in the patients eye during the procedures. Samples have been requested for evaluation. Additional information has been requested for this report. No updates have been received at this time.

Manufacturer narrative:
A stack of blue towels were returned for analysis with a piece of white banding taped to one of the towels. Visual inspection found one attached blue cotton fiber on the towel. No damage, holes, or manufacturing defects were observed. The observed blue fiber was still woven into the fabric but did appeared slightly unthreaded along a side seam of the towel. The cotton blue towel is not a lint/fiber free fabric. The attached fiber was concluded to be part of the woven cotton blue towel and intrinsic to the supplier manufacturing process. The bill of materials was reviewed for the surgical pack in question which included a "towel, cloth, blue" on (B)(6) 2010. When the customer made a revision to the surgical pack (B)(6) 2016, the customer was offered the ¿essentia¿ synthetic towel (lint/fiber reduced) and the customer declined. As a result the customer preferred to remain with the (cotton) towel, cloth, blue. The root cause of the customer's complaint could not be established; the blue cotton fiber observed is part of the woven fabric. The blue cotton fiber was determined to be intrinsic to the supplier manufacturing process for this product. The blue towel is not a lint/fiber free towel, it is constructed of dyed blue cotton. Lastly, the investigation discovered the customer was provided the option at one point to change over to an "essentia" synthetic towel which is a lint/fiber reduced type towel, however, the customer declined. The supplier was notified and sent the sample, however, the investigation did not conclude any supplier manufacturing defect was detected. As such, no action will be taken for this occurrence. The fibers identified were blue in nature and determined to be part of the woven cotton blue towel and intrinsic to the supplier manufacturing process. The manufacturer internal reference number is: (B)(4).